Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during the implant procedure, there was sense failure, noise and difficulty inserting of conventional guidewire. When removing the electrode for a new external handling, it was noted that there was an infiltration on the electrode. The left ventricular (lv) lead was attempted and not used. Another lead was use. No patient complications have been reported as a result of this event.